Event description:
The international customer reported that the ventilator displayed machine and proximal pressure sensors failure during normal ventilation operation. Occurrence of a pressure sensors failure during use in normal ventilation operation may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturer's service engineer replaced the data acquisition and motor controller pcb boards and data acquisition to motor controller pcb cable to address the reported problem. Applicable final testing was performed per operating specifications.